Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter; product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving a compounded baclofen (old) and lioresal (new) at a concentration of 2000 mcg/ml and dose of 600 mcg/day. The indication for use was noted to be intractable spasticity. It was reported that the patient began to experience withdrawal type symptoms about 6 hours after a refill with compounded baclofen on (B)(6) 2018. The hcp believed the patient was in full withdrawal. Their symptoms included agitation, tachycardia, increase spasticity and sweating. The catheter access port was checked; it was difficult to aspirate but possible. Contrast was injected with no issues and the study showed no catheter problems. The pump logs were read and showed no alarms or errors. The volumes of the reservoir were checked and the showed no issues. The hcp was planning on switching the drug in the pump to lioresal. On (B)(6) 2018 the hcp removed the compounded baclofen from the pump, rinsed the reservoir and refilled with lioresal. A bolus was given to the patient. It was noted the patient was intubated and on a ventilator, and they were waiting for him to wake up. It was unknown if the issue was resolved. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient was not taking any concomitant medications at the time of the event onset. The hcp confirmed the previously reported events and hospitalization and noted that the admitting diagnosis consisted of withdrawal. The patient was moved to the intensive care unit where he was placed on a ventilator and deeply sedated. The compounded baclofen was discontinued and the pump was refilled with lioresal as planned. As of (B)(6) 2018, the patient had recovered from the events. No further issues were reported or anticipated.